Manufacturer narrative:
Investigation is pending.

Event description:
Caller alleged discrepant results with multiple meters when compared with the lab. Results as follows: when doing comparison. Reason comparison came up was because one patient got discrepant results in 2009 and was hospitalized from bleeding and meter read low. Vitamin k was given to patient two days later, as a result.